Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: attempts to get information about the device, patient, reason for explant and return of the device for evaluation have been unsuccessful. However, the device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance. If additional information is received, a follow up report will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the DHR was completed and this device met all specifications. There were no related nonconformances. There has been no information to suggest that the source and type of infection originated with the edwards lifesciences aortic bioprosthesis.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic bioprosthetic valve, implanted approximately one (1) year, nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 6900ptfx 25mm.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic bioprosthetic valve, implanted approximately one (1) year, nine (9) months, was explanted due to reinfected mitral valve bioprosthesis. The explanted device was replaced with a 6900ptfx 25mm. Patient was returned to ICU in serious condition. The surgeon would not comment on the source and type of infection. The operative report indicate "this is a (B)(6) gentleman, status post a bacterial endocarditis of the mitral valve in 2012, having replacement with a 25mm bioprosthesis, and had done reasonably well until the last few weeks, and now was found to have gross re-infection of the mitral valve bioprosthesis, and at the time of surgery was found to have gross granulation extensively throughout the left atrium, as well as on the prosthesis itself. The patient has had a recent cerebrovascular accident with severe left-sided weakness. This 25mm valve was replaced with again a 25mm bioprosthesis, a lifesciences tissue valve." The source and type of infection has not been provided.